Manufacturer narrative:
The device has been received for analysis. Upon, completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported to boston scientific corporation that a combo cath wire-guided cytology brush was used during a biopsy procedure performed within the patient's bile duct on (B)(6), 2010. According to the complainant, after the brush was advanced into the bile duct for biopsy, the user was unable to retract the brush back into the sheath due to friction. The brush was removed from the scope fully out. There was no noticeable damage to any part of the device. The procedure was successfully completed with another combo cath wire-guided cytology brush. There were no patient complications reported as a result of this event. The patient's condition post procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device found residue on the entire device to indicate use. The working length was found to be slightly bent in multiple places. A functional evaluation revealed that the brush could be extended and retracted without issue. The brush was able to be fully retracted 1.4cm which is within the manufacturing specification of 1 centimeter minimum. It is possible that residue could have caused resistance between the brush and the extrusion during use, the position of the device inside the scope, or the position of the scope inside the patient all could have allowed the brush to not retract properly. Therefore, based on the evaluation of the returned device the most probable root cause is operational context. A lot history search was performed and found no other complaints against the reported lot number. (B)(4)

Event description:
It was reported to boston scientific corporation that a combo cath wire-guided cytology brush was used during a biopsy procedure performed within the patient's bile duct on (B)(6), 2010. According to the complainant, after the brush was advanced into the bile duct for biopsy, the user was unable to retract the brush back into the sheath due to friction. The brush was removed from the scope fully out. There was no noticeable damage to any part of the device. The procedure was successfully completed with another combo cath wire-guided cytology brush. There were no patient complications reported as a result of this event. The patient's condition post procedure was reported to be good.